Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-56, lot# 0209084327, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 3888-56, lot # 0209081433, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received via a manufacturer representative from healthcare professional regarding a patient of a physician initiated study with occipital nerve stimulation. It was reported that the patient experienced a loss of therapy. The event date and factors that may have led or contributed to the issue were not known. Diagnostics/troubleshooting included impedance measurements. Both leads had high impedance. The actions/interventions taken to resolve the issue include reprogramming. The leads were replaced and the issue was resolved at the time of the report. No further patient complication was reported as a result of the event.

Manufacturer narrative:
The conclusion code corresponding to the lead (lot no 0209081433) has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found the conductors of the lead (lot number 0209081433) were all broken 10 cm from the distal end. Additionally, the lead (lot number 0209084327) was broken due to overstress/damage. The #3 conductor of the lead (lot number 0209084327) was broken at the #3 electrode weld site, 6.9 cm from the distal end. (B)(4) corresponds to the lead (lot number 0209081433). (B)(4) corresponds to the lead (lot number 0209084327). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.